Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, 'surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Device requested, not yet received.

Event description:
Patient underwent a retrograde nail procedure and during insertion the connecting bolt fractured. This caused a 1 hour delay and the procedure was completed with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Review of manufacturing history found no evidence of product nonconformance and indicates the devices left the manufacturer conforming to print. Visual inspection of the connecting bolt and nail show that the connection bolt is indeed fractured and a fragment of the threads of the connecting bolt is left in the nail. Visual examination of the threads shows significant damage to the threads of the nail, indicating the connection bolt was cross threaded into the nail. There is also significant scratching of the nail leading to the conclusion that there was rough treatment of the nail. The most likely root cause of the fracture of the connecting bolt was a combination of cross threading and rough treatment of the nail upon insertion; however, a conclusive root cause of the event could not be determined with the available information.